Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82236798 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the inflation of a 7mm x 4cm 80cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter, the balloon ruptured at 6 atmospheres (atm). As a result, a 6mm x 4cm non-cordis scoring balloon catheter was used to replace the 7mm x 4cm 80cm powerflex pro pta balloon catheter. This was followed by the use of an additional non-cordis balloon catheter to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a severely calcified and stenosed lesion in the right common iliac artery. An ipsilateral approach was made with a 6f 25cm non-cordis catheter sheath introducer (csi). A non-cordis guidewire was also used during this procedure and was able to cross the lesion. After insertion of the non-cordis guidewire, an intravascular ultrasound (ivus) was performed with an unknown ivus catheter. The device was discarded and will not be returned.

Manufacturer narrative:
Complaint conclusion: as reported, during the inflation of a 7mm x 4cm 80cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter, the balloon ruptured at six atmospheres (atm). As a result, a 6mm x 4cm non-cordis scoring balloon catheter was used to replace the 7mm x 4cm 80cm powerflex pro pta balloon catheter. This was followed by the use of an additional non-cordis balloon catheter to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a severely calcified and stenosed lesion in the right common iliac artery. An ipsilateral approach was made with a 6f 25cm non-cordis catheter sheath introducer (csi). A non-cordis guidewire was also used during this procedure and was able to cross the lesion. After insertion of the non-cordis guidewire, an intravascular ultrasound (ivus) was performed with an unknown ivus catheter. Additional information was requested but was not provided. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 82236798 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification with stenosis likely contributed to the reported event as calcification is known to damage balloon material. The balloon material may have encountered calcified spicules during delivery or upon balloon expansion. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. (B)(4). Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, during the inflation of a 7mm x 4cm 80cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter, the balloon ruptured at 6 atmospheres (atm). As a result, a 6mm x 4cm non-cordis scoring balloon catheter was used to replace the 7mm x 4cm 80cm powerflex pro pta balloon catheter. This was followed by the use of an additional non-cordis balloon catheter to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a severely calcified and stenosed lesion in the right common iliac artery. An ipsilateral approach was made with a 6f 25cm non-cordis catheter sheath introducer (csi). A non-cordis guidewire was also used during this procedure and was able to cross the lesion. After insertion of the non-cordis guidewire, an intravascular ultrasound (ivus) was performed with an unknown ivus catheter. Additional information was requested but was not provided. The device was discarded and will not be returned.